Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of lead noise. The lead also had an unspecified issue due to a suspected insulation breach. The patient was stable. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the patient's right ventricular lead was removed and replaced. During the procedure, the patient's right atrial lead was also removed and replaced as it had exhibited some episodes of lead noise as well. The patient was stable throughout. Related manufacturer reference number: 2017865-2019-08217.

Event description:
New information received on (B)(4) 2019 indicates that the patient¿s right ventricular lead also exhibited decreased lead impedance. No interventions have been performed.

Manufacturer narrative:
The reported events were confirmed. An external insulation abrasion breaching the outer insulation was noted at 14.5 cm to 14.9 cm from the connector pin consistent with friction to device can. The cause of the reported events was due to an external insulation abrasion consistent with friction to device can.